Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of no connection between the foot switch and the generator. During the evaluation, error message e433 in the error log was identified. No patient injury or harm has been reported. This report is being submitted to capture the e433 error message defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The inspection results are partly evaluated as plausible. According to the event description, the customer reports that there is no connection between the foot switch and the generator. During inspection, error message e433 in the error log was identified and was traced back to the generator board. However, the error was found to be only temporary. In addition, the service department identifies the following: damaged front panel. Liquid on the generator board. No functional limitation of the generator is reported. In this case, e433 is triggered either by a user error or a defective foot switch. E433: possible causes for a temporary error are: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). In this case, e433 is triggered either by a user error or a defective foot switch. Investigation on the foot switch in a separate complaint was requested. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.